Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphadenopathy and silicone migration. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that right side lymphadenopathy, silicone migration, grade 4 capsular contracture. Various diagnostic tests detected cysts, and "lobulated appearance." Patient also experienced "erythema, mastitis." Later physician reported "grade 2 encapsulation of implant". The device has been explanted.